Event description:
An aneurx stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The physician reported there were 15 device migrations in the following journal article. Annals of vascular surgery, azzizzeday at al pages 1-6. While it is possible that medtronic has already captured the migration in previous MDR reporting, the information is being reported at this time, as there is no further information provided in the journal article to determine where the event took place implanting physician, or other specific patient information. No further investigation could be concluded on these complaints due to lack of information.